Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The patient¿s sample was indicative of a sample at the limit of detection (lod) of the cobas® sars-cov-2/influenza a/b assay. Samples using other platforms may reveal differences between the cobas® sars-cov-2/influenza a/b assay and the competitor platforms lods which may explain the observed result discrepancies. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received a potential false positive result when testing a patient¿s sample with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6), 2021 run #115 generated a sars-cov-2 positive result for a patient¿s sample when analyzed on the cobas® liat® system (s/n (B)(4)) at the same time the patient¿s sample was also being processed using an alternative solution the lab has, the extraction microlabb starlet hamilton, pcr: kit maxcov19 from taag genetics in a quantstudio 5 from applied biosystems test result sars-cov-2 negative. The customer reported that the tested was repeated two times but no information on test method or results were provided. No harm or injury was indicated. Patient sample was collected using nasopharyngeal in copan universal transport media. The positive result was reported out to the patient and/or personnel treating the patient.